Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), (B)(4).

Event description:
It was reported that the patient had an unrelated spinal/back surgery in 2009 to have unrelated hardware removed and it was noted that the surgeon was ¿adamant¿ that the pump be removed at the same time. It was then noted ¿all was needed was a clamp and you couldn¿t held thepump in place and not removed it.¿ ¿nobody told¿ the patient ¿there was such a thing as a clamp to hold it in place.¿ additional information has been requested, but was not available as of the date of this report.